Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. A broken reservoir tube lip, cracked display window and a cracked case near the display window as noted during visual inspection.